Event description:
Rossi, 1998, cook cotton-huibregtse® biliary stent. Size: 10fr and long -term efficacy of endoscopic stenting in patients stricture of the biliary anastomosis after orthotropic liver transplantation. Cholangitis treated with antibiotic therapy and ercp control was immediately performed. Treated with antibiotic therapy and ercp control was immediately performed. Patient info: 15 patients (9/6 male to female) 28 - 55 yrs with biliary obstruction syndrome.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation. The cotton-huibregtse biliary stent of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article to capture ¿cholangitis, clogged and obstructed stent¿. This complaint was opened in relation to: 2 cases of cholangitis (2/15 patients). 1 case of a clogged and obstructed stent [stent occlusion] (1/15 patients). Additional complaint file (B)(4) (emdr # 3001845648-2022-00410) was opened and cancelled as a result of this paper. Lab evaluation. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review. Historical data was not reviewed as the lot number is unknown. IFU & label review. There is no evidence to suggest that the customer did not follow the instructions for use or label. As per ifu0045-7 cholangitis is a known risk. The potential complication listed in the IFU include: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ as per medical advisor input, stent occlusion (clogged stent) is a known potential adverse event and is covered in the latest tcf. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause could not be determined from the available information. However as per the instruction for use and latest tcf, both cholangitis and stent occlusion are known potential adverse events associated with using this product. Clinical input stated that a severity of +4 would be appropriate for the cholangitis and stent occlusion. Summary. The complaint is confirmed based on customer testimony. According to the medical advisor, both the cholangitis and stent occlusion required. Reintervention/additional procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the investigation being combined with (B)(4) (emdr # 3001845648-2022-00410) confirmed on (B)(6) 2022, this investigation was subsequently completed on (B)(6) 2022.